Manufacturer narrative:
D3 - mfg establishment name- corrected. One device was returned for analysis. Visual inspection found a damaged air detector. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the air detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was a failed downstream occlusion (dso) pressure test. There was no patient involvement, and no patient harm reported.